Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/17/2015 with the following findings: during testing, the display screen was found to be dim and discolored. The battery compartment was cracked. The up arrow keypad button was under-responsive during testing. Evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display issue, damage to the battery compartment, and a keypad button response issue with evidence of contamination. This report is made based on results of investigation completed on 11/17/2015.